Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Date of issue and sensor insertion is an approximation. The patient developed a rash, a boil, and a sore scab under the sensor patch. The patient consulted a dermatologist and was prescribed two different oral antibiotics (unspecified name and dosage) for a bacterial infection. The first antibiotic treatment was for four days and the second treatment was for ten days. At the time of the report, the patient stated the reaction area was still healing after the antibiotic treatments. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.